Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. It was decided to perform a lead revision and explant and replace the lead. During the explant procedure the lead experienced fracture and the lead body was damaged. Another lead was implanted instead. This lead is not expected to be returned for analysis. No further adverse patient effects were reported.